Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the imaging cannot be exposed with the wireless footswitch. Upon troubleshooting fse checked the system and identified that the problem with the internal switch of the shooting button. Fse adjusted the way the switch is turned on. After adjusting the switch, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a potential for serious injury and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. This complaint is not related to the issue addressed in the field safety corrective action 2021-igt-bst-020 medical device correction z-0476-2022 but it is related to internal switch of the shooting button. Based on the investigation results, philips concludes that the complaint is not reportable the codes were updated based on the investigation outcome.

Event description:
It has been reported that, since the previous day, the customer had not been able to use the wireless foot switch to take a picture with the azurion 7 b12 system. The system was not in clinical use and no harm has been reported.